Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. Performed tip stiffness test and test results were in specification.

Event description:
It was reported that a patient presented for a system implant procedure on (B)(6) 2021. During a post operation x-ray and computerized tomography scan on (B)(6) 2021, a micro perforation was noted in their right atrium due to their right atrial lead. The lead was explanted and replaced on 09 dec 2021. The patient was recovering post-procedure.